Manufacturer narrative:
The batteries from the device were replaced and tested. The device was updated to the latest firmware and was found to be fully function. Upon testing of other devices with the same issue, a malfunction was identified that prevented the device from turning on when the batteries were low, even though the required voltage to turn the device on was met.

Event description:
The patient reports that the device powers down despite multiple battery changes. The patient had no adverse event or a reaction resulting from this problem.